Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed and identified a crack in the cap. The reported issue was verified; however, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap cracked during use. When screwing the minicap onto the transfer set, the cap split vertically in the middle of the cap. The split was described as a hair line split that doesn't stretch completely from the top to the bottom and doesn't go all the way through the cap. There was no patient injury or medical intervention associated with this event. No additional information is available.